Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# :unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd:unknown , UDI#:unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence; the trial started (B)(6) 2020 they reported that they had pain and was going to the hospital on friday. On an additional call they said that on the left side of their back their lead had come out and was wondering where the healthcare professional cut them to put it in. The patient was redirected to follow up with their healthcare professional.